Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output and an adverse event was reported. The patient¿s daughter-in-law stated the patient did not receive her low alarms on the receiver. As a result, the patient was transported via ambulance to the emergency room (ER) on (B)(6) 2019 due to falling and experiencing a hypoglycemic event. Specific treatment information was not provided, but it was stated that the patient was being treated for pneumonia. Additionally, the patient¿s daughter-in-law indicated that the patient¿s insulin regimen had been changed to a sliding scale, though it was not apparent whether this was a permanent change in response to the hypoglycemic event, or a temporary change while the patient was hospitalized. At the time of contact, the patient was still in the hospital and was having trouble walking and anticipating rehabilitation before being discharged from the hospital and returning to work. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.